Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet charger stopped functioning and the user requested a replacement, consistent with a device power/charging failure associated with the charger component. Symptoms included no clinical effects. Outcomes included no impact on health and no alerts or alarms. Investigation included remote troubleshooting and user education. Investigation of this case revealed a charger malfunction consistent with failure to charge, with blood glucose reported as not affected by the event. It was concluded, based on previously established findings for similar reports, that the cause was device component failure of the charger.